Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed an inflation failure. Motor parameters were tested and exceeded factory requirements. The fse replaced the 5000 hr preventive maintenance kit. All parameters were tested to meet factory index requirements. The performance test passed. The unit functioned normally and was cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup test, the cs100 intra-aortic balloon pump (iabp) units compressor negative pressure parameter data is low. There was no patient participation reported.